Manufacturer narrative:
(B)(4). The previous report had both the 5day and 30 day boxes checked. This is a 5 day report. Only the 5 day box should have been checked.

Event description:
It was reported that when a patient went from a 4.0 neo tracheostomy tube to 4.0pef tracheostomy tube, they experienced coughing, bloody secretions, and increased secretions that required deep suctioning. The tracheostomy tube was later changed to a new device and since then the patient required less suctioning, bloody secretions have stopped and there is little coughing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In (B)(6) 2015, covidien communicated our intent to take remedial action with the FDA. At this time, the recall number and recall classification are unavailable. The lot number for this device was not provide therefore the device manufacture date is unknown.